Event description:
As reported (B)(6) 2014, a pt of unk age and gender presented for an angiographic procedure. When the treating physician inserted the catheter through a 12f sheath, the tip of the catheter fractured off from the catheter sheath. The device was set aside, and a new of the same device was used to complete the procedure. The pt suffered no harm of injury due to the event. It was reported the device is available for return to the MFR for eval.

Manufacturer narrative:
It was reported that the device involved in the incident is available to the returned to the MFR for eval. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specs. Complaint # (B)(4).